Event description:
Pump battery did not charge, and there was no adverse impact to the customer¿s blood glucose level. Customer was informed about avoiding third-party cables and instructed to try charging the pump using a different wall outlet and to leave the wall adapter plugged in for at least 30 consecutive minutes. The pump did not charge. The customer continued using the pump for insulin therapy.